Manufacturer narrative:
The device has not been returned to medtronic for eval. Post-operative x-rays taken following the pt trauma, reveal a fractured multi-axial screw mid thread on right side of s1. Halo noted around left sided multi-axial screw showing loosening.

Event description:
It was reported that the pt underwent surgery for implant of posterior pedicle screw/rod fixation. Sometime post-op, the pt reportedly fell from a ladder and had to go to the ER, where it was noticed that a pedicle screw at s1 was broken. X-rays taken in 2008, confirmed the screw breakage. It was reported that the surgeon believes that fusion will progress and no revision surgery is planned. The pt is reported to be doing well.